Event description:
Information was reported by the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain, lumbar radiculopathy, and chronic low back pain. It was reported that the patient¿s device was turned on when their external device was lost. After loss, half of the patient¿s side was buzzing since they could not turn it off. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Please note this weight was approximate and was current as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient noted they realized they did not have their patient programmer after they had gotten home from shopping one day. Despite extended efforts, the patient was unable to locate their patient programmer. After contacting their clinic, the patient met with a manufacturer representative who turned their device off. It was noted the patient¿s numbers were lowered to zero and the device was turned off at that time. The patient reported that having lost the patient programmer on friday was ¿awful¿ as they had to wait until monday afternoon to resolve the issue.